Manufacturer narrative:
Per the clinic, the magnet explant was performed under a general anaesthetic. This report is submitted on september 7, 2020.

Event description:
Per the clinic, the magnet explant was performed under a general anaesthetic.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2020, in order to remove the internal magnet due to chronic pain and the requirement for a 3 tesla MRI scan. It is unknown if there are plans to reinsert the implant magnet.